Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastric bypass procedure. The suturing device was being used for the anastomosis. The device was difficult to toggle, difficult to load, and difficult to unload. The needle from the suture loading unit disengaged from the jaws and fell into the cavity of the patient. The needle was retrieved by the surgeon using a grasper. In order to resolve the issue and complete the case, another device was opened. There was no patient harm. The patient status is alive, no injury.